Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent revision surgery for a non union due to non-union. Intra-op, tip of the driver stripped and broke off. No patient complications were reported.